Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the orders did not cross over. A technical support specialist (tss) logged into the server and found 2,815 messages stuck in the queue. The internal inbound service was restarted, which immediately cleared the queue to zero. Log review showed only a check constraint error and repeated messages about missing unit or printer information for omnl, with no critical errors around the time of the restart. The station displayed no override or order-crossing issues, and health sight viewer (hsv) showed no delays. The customer later confirmed that issues were resolved. The system functioned as intended after the technical support specialist troubleshot the device.